Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began on (B)(6) 2016 at 02:00pm. The patient manages his diabetes by self-adjusting his insulin doses. The patient reported developing a symptom of dizziness one month after the alleged issue occurred and that on (B)(6) 2016, he visited the hospital where 2016 he had his blood glucose tested on a hospital meter which gave results of 47, 172 and 473mg/dl and his doctor increased the dose of his insulin to 24 units lantus insulin daily and 8 units of asparta insulin at mealtimes. During troubleshooting the cca noted that it was the first time the product had been used and there was no apparent misuse of the device. The patient had not followed the correct testing procedure. Product was replaced and requested back for evaluation. This complaint is being reported as the patient reported signs and symptoms that meet lfs criteria of a serious hyperglycemic event after the alleged meter issue occurred.